Manufacturer narrative:
Lot 1653248: (B)(4) items manufactured and released on 26 january 2017; no anomalies found related to the issue. To date, no similar event on the same lot has been registered visual inspection performed on july 18th, 2018. Breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (ø7mm of above), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, it is not known what screw size was implanted and if bone preparation (tapping) was performed. However, the screwdriver is proven to withstand up to 9nm torsion which is a high force to be applied (equal to the torsion with is applier - with a t-handle - for final tightening of the setscrews and stabilization of the construct. It is not recommended to insert pedicle screws in the bone with such a high torsion. The surgeon should be able to recognise if the torque is to high and could remove the screw and prepare the bone a little further. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver (ref 03.51.10.0140 or equivalent) to complete the surgery in case of breakage. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn or equivalent) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness.

Event description:
The tip is broken during the operation. As reported during the verbal notification no fragments fell into the patient and no critical delay were observed.